Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle was found to be bent after use. The needle tip subsequently was chipped off. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.